Event description:
Initial result for a patient probnp was 57. When repeated, the result was >7000. The account did not indicate the incorrect result affected patient treatment. The field service representative found the stirring paddle was creating bubbles in the reagant packs and repaired the instrument by adjusting the mixer.